Event description:
On 1/12/94 this 58-yr-old woman, with a history of a right mastectomy in 1976 and subsequent reconstruction with saline implants in 1979, underwent removal of a deflated saline breast implant and placement of a tissue expander without complication.